Manufacturer narrative:
The customer's spouse states that she was not sure however; it was listed as diabetes related. The spouse also stated that when the customer first went into the hospital the blood glucose was in the 600's mg/dl.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir. Inspected the o rings and stopper grove for anomalies none were found. Performed basal and bolus leak test by filling the reservoir with diluent, connected to a new infusion set, installed the reservoir into a medtronic 7 series insulin pump; conclusion the reservoir dose not leak and is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report # 2032227-2015-48624.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was a heart attack. The caller stated that the customer had a surgery, which led to the customer's death. The customer's blood glucose, at the time of death, was 130 mg/dl. The last recorded blood glucose value was 600 mg/dl, on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; it had been disconnected for five days, because of the heart surgery. The customer was not using sensors and was not wearing one at the time of death. The caller agreed returning the insulin pump for analysis. The caller noted that the insulin pump has been without a battery because it had to be taken out while the customer was in the hospital.